Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that there was an immanent elective replacement indicator (eri) message on the programmer. It was also reported that following software update the criteria for eri was detected. It was further reported that the device reached eri in less than five years, possibly due to high programmed pacing outputs. It was also reported that the right atrium (ra) lead had high thresholds since post implant. Therefore the device and ra lead was replaced with a new device and new lead. No patient complications have been reported as a result of this event.